Event description:
The customer complained of questionable inr results for 3 patient's tested on a coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. The specific dates and times of testing for all 3 patients were not provided or known. Patient 1 received meter results of 7.8 inr and 7.8 inr. Within 7 hours the dade innovin laboratory result was 3.17 inr. Patient 1 has no hematocrit concerns, not on heparin therapy, no antiphospholipid antibodies, not on direct thrombin inhibitors, is on no new medications, no changes in their diet, no new illnesses, and no symptoms of bleeding or bruising. Patient 2 result from the meter was 8.0 inr. Within 7 hours the dade innovin laboratory result was 3.86 inr. Patient 2 therapeutic range is 2 - 3 inr. The patient's warfarin dosage was adjusted based on the laboratory result. There were no symptoms of bleeding or bruising, no treatment was based on the meter result. The patient's current condition was provided as fair. Patient 3 result from the meter was 3.5 inr. Within 7 hours the dade innovin laboratory result was 1.96 inr. Patient 3 therapeutic range is 2.5 - 3.5 inr. Patient 3 is on no special diet and had no symptoms of bleeding or bruising. The meter and strips were requested for investigation. Replacement products were sent. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.